Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date:03/2011

Event description:
It was reported that sometime post vena cava filter deployment the filter perforated the ivc in several locations and tilted. There were no reported attempts made to retrieve the filter. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilt and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sometime post vena cava filter deployment the filter perforated the ivc in several locations and tilted. There were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records included images .the image review was documented in the medical records. Approximately eight years post deployment, CT scan revealed multiple segmental and sub segmental bilateral upper and left lower lobe pulmonary emboli, with acute bronchitis with bronchospasm. Approximately six months post deployment, patient had chest pain. CT showed no main or central pulmonary embolism; but suboptimal opacification of the peripheral branches was observed, and small peripheral pe could not be entirely excluded. Two years followed by; CT scan showed that there was mild posterior tilting of the filter apex by ~12° with no significant lateral tilt. Also, it was observed that there was mild perforation of a few filter legs beyond the caval wall, with no evidence of adjacent organ involvement. Therefore, the investigation is confirmed for filter limb perforation of the ivc wall. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown and the investigation is unconfirmed for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that sometime post vena cava filter deployment the filter perforated the ivc in several locations and tilted. There were no reported attempts made to retrieve the filter. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism post implant; however, the current status of the patient is unknown.